Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. The alarm was cleared and insulin delivery was resumed to address the event. Blood glucose (bg) was 282 mg/dl. Reportedly, customer went to the emergency room and then hospitalized due to delivering two boluses without considering insulin on board. Bg was 54 mg/dl which was addressed with glucose. Customer was released from hospital on (B)(6) 2018 with a bg of 125 mg/dl. A new cartridge was loaded and the pump performed as intended.